Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-09587. It was reported that patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker exhibited premature battery depletion and the right ventricular lead exhibited high capture threshold, low impedance, and varying r-wave amplitudes. No intervention was performed. The patient was in stable condition.